Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24159. It was reported 2 days after the trial procedure, the patient began experiencing abdominal pain with stimulation on and off. The leads were removed and the patient was sent to the emergency room. The physician does not believe the issue is related to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.